Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for compact intuitiv console showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss checked and tested the customer¿s unit. The fss performed an aspiration flow rate check, checked the vent/reflux operation, verified the pump head rollers were spinning freely, and confirmed the pump pulley was properly secured. Although, there were no issues found with the operation of the unit, the fss updated the footpedal side switch configuration per the surgeon¿s request to improve reflux accessibility and updated reflux and vent methods from the bottle to motor mode. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, an animal surgery center reported a posterior capsule broke resulting in a vitrectomy performed. A brief description from the surgeon indicated that in one case, the capsule was not released via venting mode and could not locate the programmed reflux switch on the footpedal, resulting in a a broken capsule. In addition, the surgery reported having low aspiration in phaco mode. Through follow up, the surgeon indicated the capsular broke due to the reflux mode was not enabled in the foot pedal and was unfamiliar with the phacoemulsification system to make the changes.